Event description:
It was reported that insulin was coming out before connecting to the tubing connector and it happened with several reservoirs from the same lot and from two different boxes. The customer stated that he woke up with high blood glucose over 600mg/dl and felt nauseous. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.